Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side pain and capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side pain and capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed on the device. Deformation observed on the device. White particle observed on the device. Wear abrasion observed on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.